Event description:
Pt underwent a "cloward" procedure(harvesting of bone from the iliac crest for implantation in the cervical vertebral area). When the procedure was completed an the ground pad was removed, 3 small areas(the largest was 3/4" in diameter) of third degree burns were noted under the ground pad. Pt received treatment of the burns but did not require skin grafting.